Event description:
Raised bumps that reddened [injection site nodule]. Case description: a licensee-spontaneous report was received on 04-oct-2010 from an hcp regarding a (B)(6) female pt (name not provided). The pt's medical history was unk. On an unk date, the pt received prevelle silk in the forehead and two sites on corner of mouth. The reporter stated that immediately following injection, the pt developed raised bumps that reddened. The hcp also stated that the pt experienced the adverse reaction because, she was sensitive. The pt was treated with hyaluronidase, steroid cream, and oral cephalexin. At the time of this report, the outcome of the pt was unk. Manufacturer's comment: the benefit-risk relationship of prevelle silk is not affected by this report.